Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during use, during dwell 3 of 4. The cause of the air was a clamp was opened on an unused supply line. The baxter technical service representative (tsr) advised the home patient (hp) that all the clamps must be closed except the ones on the lines she would be using for therapy. The tsr advised the hp to start over with new supplies and contact her pd nurse (pdn) to let pdn know of the alarm. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.